Manufacturer narrative:
The tech removed the intermediate siderail center arm assembly, cleaned the latching mechanism, then put the center arm assembly back on to resolve the issue.

Event description:
The tech alleged the siderail would not latch properly. No pt impact.